Manufacturer narrative:
(B)(4). Final report the following additional information was requested from the reporter, but no response was received: - post primary and pre revision x-rays - operative notes (primary and revision) - patient activity level and medical history - did the patient follow correct post-op protocol? - an update on the patient post revision. The appropriate device detials have been provided, and the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no product non conformity or deviation from process that would've caused or contributed to this event. Based on the available information no further investigation can be conducted. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representitive or distrubuter caused or contributed to this event.

Event description:
Trinity revision of the modular head and ecima liner after 1 month due to infection.

Event description:
Trinity revision of the modular head and ecima liner after 1 month due to infection.

Manufacturer narrative:
(B)(4) initial report. The following additional information was requested from the reporter: post primary and pre revision x-rays. Operative notes (primary and revision). Patient activity level and medical history. Did the patient follow correct post-op protocol? An update on the patient post revision. The appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.